Event description:
While attempting to monitor a female patient during a transport, the device powered up without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.